Event description:
It was reported that the patient had an inflatable penile prostheses implanted that worked at the time of the initial activation with his physician, but he began experiencing issues around (B)(6) 2020. The patient could not cycle his device. The physician tried troubleshooting to cycle to device in the office. A revision surgery was performed on(B)(6) 2021.

Manufacturer narrative:
Updated information d4, h4 lot # information h10 analysis investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported mechanical issue could not be established as no damage or irregularities that were noted affected the functionality of the device device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams 700 spherical reservoir was visually inspected, and leak tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of no problem detected was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of a mechanical issue is included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had an inflatable penile prostheses implanted that worked at the time of the initial activation with his physician, but he began experiencing issues around on (B)(6) 2020. The patient could not cycle his device. The physician tried troubleshooting to cycle to device in the office. A revision surgery was performed on (B)(6) 2021.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported mechanical issue could not be established as no damage or irregularities that were noted affected the functionality of the device. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cylinders noted no damage or abnormality that affected the functionality of the device. The components were functionally tested for leaks and none were identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of no problem detected was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of a mechanical issue is included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had an inflatable penile prostheses implanted that worked at the time of the initial activation with his physician, but he began experiencing issues around (B)(6) of 2020. The patient could not cycle his device. The physician tried troubleshooting to cycle to device in the office. No revision has been scheduled yet.